Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient reported being allergic to the lifevest and was causing a rash on his back and chest under the garment. Patient reported that the area was itchy. Patient reported that he had no history of allergies. There was no alleged device malfunction contributing to the irritation. Patient was prescribed loratadine 10% by a physician, but reported that he stopped taking it because it was not working. Follow up indicated that the patient had been using otc benadryl cream, talcum powder and using an anti-itch spray and that the irritation was improving.